Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's cuff won't inflate. The customer reported that there was no patient involvement.

Manufacturer narrative:
Additional information: evaluation summary: one sample endotracheal tube was received for evaluation. This product is used for treatment. An inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff deflated immediately. A visual inspection was performed, and it was observed the cuff presents a cut. Product does not meet specification. The complaint mode was confirmed. Product disposition is unknown. Failure was isolated to a cut in cuff however no root cause was determined. This failure relates to the complaint event. Device history records (DHR) were reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.